Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0buzm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was having a revision on the day of the report. She was still receiving 80% improvement from her baseline symptoms with no nocturia, but complained of pelvic pain when she woke up with a full bladder. She had a year with nearly 100% symptoms relief, but at some point that efficacy dropped to 80%. The patient was also having uncomfortable stimulation and pressed the doctor for a revision of some sort. The reporter believed the healthcare provider (hcp) attempted to resolve via programming, but could not say for certain. The patient wanted to see if a different lead placement could make it even better. It was unknown if she was receiving effective therapy, but she was following up with her physician. To the reporter¿s knowledge the issue was not device related. No outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.